Manufacturer narrative:
The patient files analysis confirmed the loss of the ventricular capture few days post implantation. The production record review reveald that the vega lead was released folowing all applicable procedures. The electrical and mechanical tests of the lead were performed and did not reveal any abnormalities. A new follow-up will be performed as soon as the final report is available.

Event description:
Reportedly, the physician implanted the lead on the 11th because there was an issue with the previous ventricular lead (implanted some years ago). At implantation the threshold was acceptable but after 5 days loss of the ventricular capture even at 5v was spotted. The lead was implanted in the septum and no visible dislodgement occurred. The physician explanted the lead and used a medtronic lead.

Manufacturer narrative:
Summary of the investigation: the manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. As received the mechanical, and dimensional measurements were within specifications. The screw fixation was within the distal electrode profile. The fixation mechanism operated as specified. The screw length was measured, and it was within specification. The standard electrical measurements were within specification, and they did not reveal any electrical contact (loss of capture or high intermittency) between the two lines that could explained the reported electrical issues. Additional tests were performed to measure the impedance in dry and wet conditions. The tests did not reveal any abnormal impedance values or current leakage between the conductor lines (either at the distal or proximal level). The reported high ventricular threshold/loss of ventricular capture may most probably be attributed to the target site(s) or to the patient physiology or to the screwing of the lead in the ventricular cavity. Based on the available data and the investigation results a lead issue is not suspected to be related to the reported issues. This case is retained and utilized for trending purposes. For more details, please refer to the attached report analysis.

Event description:
Reportedly, the physician implanted the lead on the 11th because there was an issue with the previous ventricular lead (implanted some years ago). At implantation the threshold was acceptable but after 5 days loss of the ventricular capture even at 5v was spotted. The lead was implanted in the septum and no visible dislodgement occurred. The physician explanted the lead and used a medtronic lead.

Event description:
Reportedly, the physician implanted the lead on the 11th because there was an issue with the previous ventricular lead (implanted some years ago). At implantation the threshold was acceptable but after 5 days loss of the ventricular capture even at 5v was spotted. The lead was implanted in the septum and no visible dislodgement occurred. The physician explanted the lead and used a medtronic lead.